Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2011; 419488, lead, implanted: (B)(6) 2011. Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the sensing integrity counts went up to 25 (within 78 days) along with ventricular tachycardia-non-sustained and high rate- non-sustained episodes and evidence of oversensing. This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that eight episodes of noise on different days were seen on the right ventricular lead along with short ventricle to ventricle counters. The lead also has a possible fracture. The lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.